Manufacturer narrative:
One cadd® prizm vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "over infusing. Tried multiple sets". Visual inspection found the pump to be in good physical condition. The event log revealed no evidence of the reported problem. Yes, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Visually inspected the pump and found it had fluid ingression on the chassis. Therefore, the "over infusing" issue was possibly caused by fluid ingression. Recommend expulsor assembly to be replaced. What caused the reported problem is unknown. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd-prizm® vip system, recently repaired, was over infusing. Tried multiple sets. There is no report of patient involvement.